Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box and alarm history showed no activity outside of normal use. The battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The ez-prime steps were performed correctly. The pump alarmed with a call service (B)(4) alarm during 24 hour testing. The reported communication alarm was duplicated. The pump cover was removed to find no further moisture corrosion to the u38 watchdog circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.